Event description:
Kimberly-clark received a report from the (B)(6), stating, "on (B)(6), one of our patients in critical care coughed up a 2 inch section of the end of the closed suction catheter; he had been extubated on (B)(6), without any adverse event observed." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and product met all manufacturing specifications. The device was not returned to kimberly-clark for analysis. The directions for use warn, "do not trim or cut the endotracheal tube (not supplied) while the kimvent closed suction system is attached, otherwise the kimvent catheter may also be cut and that portion of the catheter may be aspirated into the lower respiratory tract of the patient and may cause death or serious injury." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by the customer.